Manufacturer narrative:
The investigation determined the issue was due to the customer's handling of the reagent that caused foam on the reagent surface. Product labeling for the assay states "avoid foam formation in all reagents and sample types (specimens, calibrators, and controls)" and "avoid foam formation.".

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient tested on a cobas 8000 e 801 module. It was requested but not provided if the tsh results were reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial tsh result was 0.005 uiu/ml with a data flag. The patient's first repeat tsh result was 0.0281 uiu/ml. The patient's second repeat tsh result was 0.005 uiu/ml with a data flag. The tsh reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer confirmed there was no visual abnormality in the specimen. The investigation is ongoing.